Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified volume of normal saline at an unspecified rate via gravity delivery. The option-lok male adapter of the tubing set was connected to the pt's IV catheter. After an unspecified length of time, solution leaked from the connection of the option-lok male adapter and IV catheter. It was reported that an unspecified volume of bleed back was noted in the tubing, approx half inch proximal to the option-lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no delays in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.